Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, open, and flaky rash under the therapy electrodes from the lifevest. It was also reported that there was scaring present from the skin irritation. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed aquaphor lotion for the skin irritation. Follow up indicated that the lotion helped the skin irritation to improve.